Manufacturer narrative:
(B)(6). It was reported that the revision operation took place on (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced paresis after undergoing a cervical spine surgery in which floseal was used to achieve hemostasis with bleeding. The indication for the surgery was spinal stenosis. Nearly half of the volume of the floseal syringe was applied. Excess floseal was removed above the medial dural level. Following the surgery, the patient¿s motor dysfunction recovered. On postoperative day three, paresis (of unspecified intensity) occurred resulting in a surgical revision procedure which was performed approximately nine months later. The intraoperative findings were ¿late relatively space occupying re-bleeding (hematoma mixed with floseal remnants)¿. The patient improved and the paresis disappeared. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.